Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 240 mg/dl during the phone call. The customer stated that she had also been hospitalized for high blood glucose levels about 10 days earlier. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, high pressure and displacement tests. Three motor error alarms were noted in the alarm history. Advised the customer that the insulin pump would be replaced due to the repeated alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.